Event description:
It was reported that during a stapling of superior vena cava procedure, on first firing, poor staple line formation. Staple line oversewn. Instrument closed over target vessel and when fired, a loud "crunch" was heard. No adverse patient consequences